Event description:
It was reported that during a nephrectomy, the clips were not forming properly. Used another device to complete the case with no pt consequence.

Manufacturer narrative:
D4: serial # = na.